Event description:
It was reported that the patient underwent a revision surgery approximately 2.5 years post implantation due to pain and femoral fracture. X-ray evaluation revealed a femoral fracture at the point of connection with the stem. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown stem - unknown. G2: foreign - event occurred in czech republic. H6: mechanical (g04) - femur. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.